Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the right ventricular lead exhibited high impedance. Patient was brought in clinic the next day and isometrics were performed. The lead was reprogrammed. The patient was stable and will continue to be monitored.